Event description:
It was reported that during a laparoscopic colectomy, the starion instrument was removed form the patient for routine cleaning. While cleaning the device away from the patient, the scrub nurse was observed to be using improper cleaning technique. While attempting to correct this technique, the nurse applied unusual and excessive force to the jaws of the device sufficient to cause the pivot rivet to separate from the device. The device was immediately removed from the sterile field and replaced with a second instrument. While there were complications and malfunctions related to other manufacturer's devices, there were no patient injuries or ill effects resulting from the reported event related to starion devices.